Event description:
It is reported that during surgery a drill bit broke off in the patient's pelvic bone while the surgeon was drilling prep holes for the acetabular screw. The fractured piece remains in the patient.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the frequency of use of the device is unknown. The manner in which it was used is unknown. The patient's bone quality is unknown. An x-ray of the event described has not been provided. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.